Manufacturer narrative:
The complaint was forwarded to the manufacturer, vygon germany, for evaluation. The following is a summary of their evaluation: the examination of the faulty sample showed that the catheter was leaking from the green lumen approx. 2,1 cm distal from the wing; the orange line did not present leaking. The catheter tube was shortened at the end marking (approx. 3,5 cm distal from the wing). We did not receive the distal part of the catheter tube. A microscopic examination showed signs of catheter damage by the stylet. The green line is used for the stylet; thus, it is suspected that the user had stylet removal issues causing the stylet to cut into the catheter's wall (see pictures below). Based on this investigation, a manufacturing defect could not be determined. We believe this could be due to device use. Please note the following as it relates to avoiding kinking of the stylet and stylet withdrawal: "if difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal." (B)(4). Corrective action: both vygon USA and germany will continue to monitor this issue. Additionally, vygon has noted that these types of complaints appear to be isolated to canada and vygon is attempting to work with the hospital to have clinical meet with, sit in and shadow.

Event description:
Leaking noted at the time of insertion.

Manufacturer narrative:
Two occurrences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00015. One device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Leaking noted at the time of insertion.